Event description:
On (B) (6), 2010, the reporter/point of care coordinator (pocc) from a hospital contacted lifescan (lfs) alleging that a one touch surestep flexx meter read inaccurately high. The reporter indicated that on (B) (6), 2010, the emergency room (ER) tested a patient's blood glucose at 7:41 am and got a result of "high." At the same time, the patient's blood glucose was tested on the meter, a lab draw was also performed. Based on the "high" result, the patient was treated by the ER with 12 units of novolog insulin at 8:10 am. By 8:15 am, the lab result was obtained and a blood glucose level of "146 mg/dl" was reported. At 8:35 am, the patient's blood glucose was tested on the reported meter and result of "152 mg/dl" was obtained. At 9:38 am, the patient was tested again and a result of "152 mg/dl" was obtained. At 9:38 am, the patient was tested again and a result of "105 mg/dl" was obtained. By 10:58 am, the patient's blood glucose dropped to "58 mg/dl" on the reported meter. The reporter mentioned that at that time, the patient had developed unspecified low blood glucose symptoms. The patient was then treated with "d50 subcutaneously." The treatment helped to relieve the patient's symptoms. The reporter mentioned that control solution tests were performed on the reported meter and both high and low tests passed. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed unspecified symptoms of hypoglycemia and was treated by the ER with "d50" after receiving insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.